Event description:
During the use of a laser fiber during diode laser vaporization of the prostate, the laser tip disengaged form the fiber. The laser tip was seen in the bladder during cystoscopy during the remainder of the procedure the bladder was continuously irrigated. At the end of the procedure the laser tip was unseen in the bladder and the surgeon stated that it was flushed out. At 65,359 joule tip broke off.